Manufacturer narrative:
A product development evaluation was completed: no device was received from the customer. A detailed investigation of the complaint is not possible due to missing product information (lot, failure mode), and missing devices for inspection. Several causes could have led to the reported post-operative screw breakages, which cannot be further investigated. It was controlled if the risk documentation covers the issue described in the device report. The current risk documentation is adequate. The raw-material testing certificates and the manufacturing papers for the articles showed no deviations regarding dimension, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2 and astm f 2066. Without the provided product information and the involved parts, further investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: intervention occurred on (B)(6) 2014. Distal locking screws were subsequently broken post-operatively on distal radius plate, reportedly at six weeks. During the removal of the plaster cast, the surgeon discovered that the distal screws are broken. An evaluation of the provided x-rays indicated that four distal screws were broken. This is report 1 of 1 for complaint (B)(4). This report is for four unknown screws belonging to product family 402.8xx and/or 412.8xx.

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. This report is for four unknown screws belonging to product family 402.8xx and/or 412.8xx it is not specified as to whether or not the devices were explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.